Manufacturer narrative:
It was not possible to investigate this case or determine the cause of this issue. No capas, nor non-conformities on vitek ms can be linked with the customer complaint. Fine-tuning: according to the vilink alert tool criteria, fine-tuning was necessary during the tests made on 08 apr 2021. Spot preparation quality: the calibrator ¿all peaks¿ values are homogenous (indicating the spot preparation was adequate). Knowledge base review: the customer did not use any reference method to confirm the expected identification; therefore, it cannot be confirmed whether the species is part of the knowledge base library. Sample data analysis: the misidentification result was obtained with low identification score (-0.25 and -0.34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). Moreover, for the lab ID (B)(4), claimed to be misidentified as s. Capitis, the result was obtained from a spectra having a low number of peaks (30) which is the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). Submitted spectra results reprocessed internally with vitek ms kb under development provided: for the lab ID (B)(4), the same result (s. Capitis) but with a lower score level. For lab ID: (B)(4), a low discrimination between neisseria cinerea and brochothrix thermosphacta, also with a low score level. By reprocessing the customer data with vitek ms kb ruo saramis kb 4.16, spectra led to a bacillus infantis for the lab ID (B)(4) and no identification for lab ID (B)(4). The following system limitation exists in the vitek ms v3.2 knowledge base user manual ref. (B)(4): ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿. Root cause: the customer was not able to submit the strain for investigation, thus we cannot investigate further. Corrective and preventative actions: as the root cause cannot be determined at this time, no CAPA will be initiated.

Event description:
A client from united states notified biomérieux of an issue with vitek® ms (ref. 410895, serial number (B)(4)). The client analyzed a sample (B)(6) 2021. The isolate was grown on tsa medium for 18 hours without co2. Vitek® ms gave neisseria cinerea as identification. The client indicated n. Cinerea is not present in a pharmaceutical company, so it is not possible to have identified this organism in the pharmaceutical environment. Therefore, the client classified it as a misidentification. On (B)(6) 2021, the client performed another identification on vitek® ms with the same sample. This time, the client obtained "no identification" as result. The client analyzed another sample (B)(6) 2021. The isolate was also cultured on tsa medium for 18 hours without co2. The result given by the vitek ms was staphylococcus. However, the client performed a gram stain and observed gram positive rods. The true organism identification is unknown as no reference method was performed to confirm the expected identification. None of the results were delivered to any physician. There was no mention of delayed result.